Event description:
The account alleged that the trendelenburg and reverse trendelenburg functions are not working on this bed.

Manufacturer narrative:
The account stated that one of the corners of the sw 1 component became unsoldered from the logic board. The account replaced the logic board to repair the bed.